Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported that the physician's nurse was questioning whether the device was turned off inadvertently. Per reporter, the pt had been seen by a different physician sometime in september. Review of programming history reveals that it appears that there was an interrupted system diagnostic test on (B)(6) 2011 and a final interrogation reveals the device was set to 0 ma, but the setting were not corrected. When the pt came back into the office, the device was still disabled. Again a system diagnostics test was performed and completed, but the settings were changed again because of what appears to be another interruption. After the test, the device was interrogated, but was then followed by an intentional disablement by the physician. The nurse is not quite sure why the physician did that since it did not appear to be intentional. The nurse noted that she is the normal user of the programming system, not the physician, but she was going to inform the physician of the details found. At this time there are no adverse issues reported by the pt that the nurse is aware of.